Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: unknown due to unknown date. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device used on the patient; see MDR no. 3013394970-2019-00277 for the first device reported.

Event description:
The user facility reported that the angio-seal anchor did not set and was torn when the device was pulled back. The patient was in good condition. The procedure outcome was good. Manual pressure was held. Additional information was received april 2, 2019: the type of procedure performed was a stemi, coronary angio. There was a pre-deployment angiogram performed. There was difficulty inserting the first angio-seal sheath, which was removed. They used a stiffer wire (amplatz), then reinserted the new angio-seal sheath without difficulty and deployed. The angio-seal was pulled back and everything came out including the collagen. It was reported that they did not think that the foot plate ever engaged. The patient was in stable condition. Manual pressure achieved hemostasis but the inr was 2.2 and had to hold for a while.